Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that after the second restart, an error was observed that says x-ray generator occupied, in this phase it does not allow fluoroscopy. Review of the logfiles showed generator is busy starting up, no x-ray is possible user messages directly after startup. It is not considered a malfunction. Upon functional testing the fse identified that the cause was that the generator starts after the system software. User was not aware of this delay (about 1 minute after starting the application). Fse instructed the user that every time the equipment is restarted, they must wait for the generator to start correctly. After the repairs, the system returned to use in good working order.

Event description:
It was reported to philips that the system gave an error, "x-ray generator is busy", preventing fluoroscopy. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.